Event description:
This male patient was implanted with a gore excluder aaa endoprosthesis. Following placement of the trunk-ipsilateral leg component, a proximal type I endoleak was noted. The physician decided to monitor the proximal type I endoleak. The patient's condition was stable following this primary procedure. Two mos later, follow-up computed tomography scans identified the asymptomatic patient with a persistent type I endoleak and aneurysm enlargement, as well as two type ii endoleaks. The next day, a reintervention occurred to place both a 26 mm medtronic aneurx cuff, and a 3410 palmaz stent proximally in an attempt to achieve proper seal in the proximal region. At the conclusion of this secondary procedure the endoleak appeared to resolve, and the patient was reported to have tolerated the procedure well. However by three days later the type I endoleak was found to persist and the aneurysm was now nearly 9 cm in diameter. An open surgical conversion was immediately initiated. All devices were explanted and the patient's aorta was surgically repaired. The patient tolerated the procedure well.

Manufacturer narrative:
H6: this event is currently under investigation, more details have been requested.